Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: australia.

Event description:
It was reported that during surgery, the unit was not ratcheting properly but the unit was able to perform the up and down motion and the ratchet was not stuck on the mesher. Damaged comb was confirmed at final assessment. There was unknown patient impact or delay reported. Due diligence is complete as no additional information is available.